Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the air/water and suction cylinders had no color, the air/water cylinder, forceps channel port, image guide protector and plug unit had a brownish/orangish foreign material, the auxiliary water inlet was corroded, the insulation resistance value did not meet the standard value due to damage on the connecting tube and bending section cover, the light guide lens was cracked, the coating of the universal cord was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. During review of the device evaluation the lm added events 2-5: event 1: positive in culture test (customer reported event); event 2: foreign material adhered to air/water cylinder; event 3: foreign material adhered to suction cylinder; event 4: foreign material adhered to biopsy channel port; event 5: foreign material adhered to boot. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the customer reported event could not be confirmed and a root cause could not be determined. For events 2-5 the foreign material was not able to be identified and the root cause of why the foreign material remained could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Foreign material is detectable/preventable by handling the device in accordance with the following IFU: IFU: olympus cf-h185l/I operation manual chapter 3 preparation and inspection states detection method. IFU: olympus cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.